Event description:
It was reported that the display of a roller pump of a heart lung machine went black during a cardiopulmonary bypass procedure. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval is in progress, but not yet concluded.